Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to infection. Patient is not dependent and no temporary system was implanted. No further information was provided.